Event description:
Additional information was received from the healthcare provider indicated that there was no device malfunction and that the device was empty. It was reported that the dose was decreased.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the healthcare professional (hcp) called to page a local manufacturer representative (rep) to go to the hospital to interrogate a pump that the ER physician believed was possibly malfunctioning. The hcp reported they replaced the patient's pump last year on (B)(6) 2021 and had not seen the patient since because the patient was non-compliant. The patient had not shown up for any refills.  The patient recently moved into assisted living and reported to the ER physician that they "fell" recently and "2-3 days ago she claims the pump stopped working."  The managing hcp expressed frustration because the patient "never called the clinic to discuss her pump allegedly stopped working." The managing hcp believed that the pump was likely empty however, was probably operating as intended.  The managing hcp noted they believe this was "98% the patient's fault", but needed a rep to interrogate the pump for drug information and log review. The ER physician told the managing hcp that they have ran many other medical tests and everything had come back normal so the last thing to check was the pump. The ER physician was planning on doing an magnetic resonance imaging (MRI).  A rep was requested. On (B)(6) 2021, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported the rep was requested to go to the hospital to interrogate the patient's pump because hcp believed the pump was empty because the patient missed their refill appointment. The rep checked the logs to confirm that the pump had been empty since (B)(6) 2021. The patient was inpatient and being managed in the hospital. The rep informed the hcp of this and they planned on visiting the patient later that day. The rep was not aware of any further information. It was unknown if the issue was resolved. The pump was used to deliver fentanyl (50 mcg/ml, 5 mcg/day). The patient was also taking ketamine (4 mg/ml), hydromorphone (750 mcg/ml) and clonidine (50 mcg/ml).